Event description:
It was reported that during the treatment of a-com sah sub arachnoid hemorrhage, the subject stent was inserted into microcatheter and delivered to the lesion; however, the bumper came off and only the delivery wire could be moved. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1/2 reports.

Manufacturer narrative:
D4 expiration date - added d4 gtin - added h4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during procedure the bumper of the subject stent came off and only the delivery wire could be moved. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue of stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the treatment of a-com sah sub arachnoid hemorrhage, the subject stent was inserted into microcatheter and delivered to the lesion; however, the bumper came off and only the delivery wire could be moved. No clinical consequences were reported to the patient due to this event.